Event description:
Knee pain [arthralgia]. Muscle spasms of posterior thigh and calf [muscle spasms]. Poor quality sleep [poor quality sleep]. Bruising at injection site [injection site bruising]. Case description: spontaneous report received from a physician, via a sales rep, on 23-oct-2008 regarding a patient (age, gender, and initials unk), who experienced knee pain after starting synvisc. The pt received synvisc injections in an unspecified knee on unspecified dates started experiencing pain in the injected knee, starting about two to three days after the third injection (date unk). The pain continued in the injected knee for about four weeks now. At the time of this report, the pt's outcome was unk. Additional info was received on 21-nov-2008 from a physician regarding a (B) (6) female pt, (B) (6). The physician reported new info including patient demographics, new event terms, history, laboratory and diagnostic findings and patient outcome. The pt was first seen on (B) (6) 2008 with a several month history of pain in her left knee who felt that it was gradually getting worse. She did not remember a specific history of injury. The pain was worse with activities but she also had pain that would wake her up at night. She had been taking vicodin (hydrocodone/paracetamol) at night to try and sleep. She complained of pain mostly along the medial aspect of the knee. Past medical, surgical, social and family histories were reviewed with the pt along with current medications and allergies. Upon examination, the pt was described as a moderately obese (B) (6) (at that time) (B) (6) female, calm and in no acute distress. Pt did not have a palpable effusion in the knee at the time. She was tender to palpitation along her medial joint line. There was no ligamentous patholaxity. Range of motion was from approximately 5 to 125 degrees. Neurovascular exam was normal. X-rays obtained on that day showed moderate degenerative changes of the left knee. There was narrowing of the medial compartment with minimal marginal osteophyte formation. Pt did appear to have bone on bone contact along the lateral aspect of the patellofemoral joint. A diagnosis of left knee osteoarthritis was made and pt was started on mobic (meloxicam). A 1 ml injection of 80 mg depomedrol (methylprednisolone) along with 3 ml lidocaine was administered under sterile technique. She tolerated the injection well without complication. Pt was seen again on (B) (6) 2008 and reported that the cortisone injection had helped for several days but the pain had since returned. Upon examination, the pt continued to be tender along the medial joint line, no palpable effusion was observed, range of motion was unchanged and the neurovascular exam was normal. Further treatment options were discussed; the pt decided to undergo synvisc injections, the first injection was given and well tolerated, without complications. On (B) (6) 2008, the pt returned for the second injection when some minimal bruising was noted at the previous injection site. Neurovascular exam was normal. The pt received the third synvisc injection on (B) (6) 2008 and no palpable effusion, swelling, or erythema was observed. Neurovascular exam was normal. On (B) (6) 2008, the pt returned to the clinic and reported that she had been in a lot of pain for the last week or so. She felt the pain was getting worse and that it extended from the knee into her posterior thigh and posterior calf. She was seen by her primary care physician the previous week who obtained an ultrasound of the leg which showed no evidence of a clot. She stated that she was having trouble sleeping at night due to the discomfort in her leg. Her husband seemed fairly convinced that she had an infection in her leg. On examination, the pt had no erythema around the knee or anywhere else in the left lower extremity. She had absolutely no swelling in the knee whatsoever. She continued to have palpable crepitus mostly coming from the patellofemoral joint with passive range of motion. She remained tender to palpation diffusely around the knee. The pt's body temperature was 98.5 degrees fahrenheit. Reviews of the x-rays taken the week prior showed no evidence of acute fracture or dislocation. No effusion was seen within the knee joint, however, degenerative changes of the knee were observed. Lab samples were obtained to rule out possible infection and magnetic resonance imaging (MRI) was scheduled. On (B) (6) 2008, the pt returned to discuss lab findings and MRI. On examination, the pt did not have an effusion, knee was not warm to touch, and remained diffusely tender to palpitation. Neurovascular exam was normal. The pt had an elevated c-reactive protein value of 11.1 mg/l, white blood cell count and erythrocyte sedimentation rate were normal. MRI showed significant tri-compartmental degenerative changes. There was a question of a possible small subchondral fracture of the medial tibial plateau. The pt was prescribed benadryl (diphenhydramine) and a medrol (methylprednisolone) dosepak. On (B) (6) 2008, the pt was seen and stated that her knee pain was definitely reduced; however, she was now complaining of spasm in her posterior thigh and calf. She said they could occur at the same time or independently of one another and they did not necessarily occur with activity. On exam, the pt did not have a palpable effusion or any significant tenderness diffusely around the knee. She had good range of motion, no obvious discomfort over her posterior thigh or calf at that time and neurovascular exam was normal. Flexeril (cyclobenzaprine hydrochloride) was prescribed for muscle spasms. At the time of this report the pt was not fully recovered but significantly improved. The physician was assessed the relationship of synvisc to the knee pain as unlikely related.